Event description:
Event description cpi received information that at pre-implant interrogation it was noted that the monitoring voltage of a boxed implantable cardioverter defibrillator (ICD) dropped below label specifications and remained at that lower level for 30 minutes. The ICD was not implanted.